Event description:
The patient reported frequent e4 (occlusion) errors in his infusion device during a bolus of insulin. She reported blood glucose of 356 mg/dl and physical symptoms of "nausea and sweating". Her normal blood glucose range is 80-140 mg/dl. She was advised to disconnect the tubing from the site and perform a bolus, which successfully went through. She changed infusion sets and bolused on her own. Patient was educated on various site locations due to having scar tissue around her abdomen. On follow-up, patient stated that, the e4 error message had not recurred. Her blood glucose was still elevated "in the 300's (mg/dl)." At the time, she reported that she was recovering from an infection. Upon further follow-up, the patient stated that her blood glucose is running between 97-130 mg/dl and the new infusion set is functioning "fine". The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.